Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cf2 is available in the USA with a 510k number k131855. This device is not distributed in us so that unique identifier is blank. Evaluation summary it was caused due to the lg cable connector assy corrosion. In addition, we confirmed that the u/d and r/l pulley wires wear out; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. No image, with test plug the image is ok. Plug defective.